Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 24-year-old female patient who had essure (batch no. 704969) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain since (B)(6) 2014, hepatic steatosis since (B)(6) 2014, back pain since (B)(6) 2014, dysuria since (B)(6) 2015, hesitancy since (B)(6) 2015, obesity, urinary urgency since (B)(6) 2015, micturition frequency decreased since (B)(6) 2015, pyelonephritis since (B)(6) 2015, hemorrhagic ovarian cyst since (B)(6) 2016, nausea since (B)(6) 2016, flank pain since (B)(6) 2015, unilateral leg pain since (B)(6)2016 and pain upon movement. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2010, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infections"). In 2015, the patient experienced urinary incontinence ("urinary incontinence"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), infection ("infections"), endometriosis ("endometriosis"), pelvic adhesions ("lot of adhesions"), uterine leiomyoma ("fibroids"), ovarian cyst ("ovarian cysyts") and uterine haemorrhage ("uterine bleeding"). The patient was treated with surgery (hysterectomy with salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, infection, vaginal haemorrhage, urinary tract infection, migraine, headache, dysmenorrhoea, endometriosis, dyspareunia, fatigue, weight increased, alopecia, urinary incontinence, pelvic adhesions, uterine leiomyoma, ovarian cyst and uterine haemorrhage outcome was unknown and the menorrhagia and abdominal pain lower had resolved. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, infection, menorrhagia, migraine, ovarian cyst, pelvic adhesions, pelvic pain, urinary incontinence, urinary tract infection, uterine haemorrhage, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she necd for additional surgery removal details:discrapancies as per mr: (B)(6) 2016 :total abdominal hysterectomy, bilateral salpingectomy diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39 kg/sqm. Hysterosalpingogram - in 2010: total bilateral occlusion patient's current weight 188 lbs. Concerning the injuries reported in this case the following one/ones were described in patients medical record confirming: urinary tract infection, endometriosis. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs and mr received. Reporter information added. Historical condition,concomitant condition, laboratory data ,lot number added. Added event abnormal bleeding (vaginal), abnormal bleeding (menorrhagia),urinary tract infections, urinary incontinence, migraines / headaches, dysmenorrhea (cramping), endometriosis, dyspareunia (painful sexual intercourse), pain, fatigue, weight gain, hair loss, lot of adhesions, fibroids and ovarian cysts, uterine bleeding were added. Updated outcome, onset date. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and uterine haemorrhage ("uterine bleeding") in a 24-year-old female patient who had essure (batch no. 704969) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain since (B)(6) 2014, hepatic steatosis since (B)(6) 2014, back pain since (B)(6) 2014, dysuria since (B)(6) 2015, hesitancy since (B)(6) 2015, obesity, urinary urgency since (B)(6) 2015, micturition frequency decreased since (B)(6) 2015, pyelonephritis since (B)(6) 2015, hemorrhagic ovarian cyst since (B)(6) 2016, nausea since (B)(6) 2016, flank pain since (B)(6) 2015, unilateral leg pain since (B)(6)2016 and pain upon movement. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2010, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infections"). In 2015, the patient experienced urinary incontinence ("urinary incontinence"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), infection ("infections"), endometriosis ("endometriosis"), pelvic adhesions ("lot of adhesions"), uterine leiomyoma ("fibroids"), ovarian cyst ("ovarian cysyts") and uterine haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, infection, vaginal haemorrhage, urinary tract infection, migraine, headache, dysmenorrhoea, endometriosis, dyspareunia, fatigue, weight increased, alopecia, urinary incontinence, pelvic adhesions, uterine leiomyoma, ovarian cyst and uterine haemorrhage outcome was unknown and the menorrhagia and abdominal pain lower had resolved. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, infection, menorrhagia, migraine, ovarian cyst, pelvic adhesions, pelvic pain, urinary incontinence, urinary tract infection, uterine haemorrhage, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she necd for additional surgery removal details:discrepancies as per mr: (B)(6) 2016 :total abdominal hysterectomy, bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39 kg/sqm. Hysterosalpingogram - in 2010: total bilateral occlusion. Patient's current weight 188 lbs. Concerning the injuries reported in this case the following one/ones were described in patients medical record confirming: urinary tract infection, endometriosis quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality-safety evaluation of ptc(product technical complaint) incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and infection ("infections"). The patient was treated with surgery to remove the essure on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage and infection outcome was unknown. The reporter considered genital haemorrhage, infection and pelvic pain to be related to essure. The reporter commented: she necd for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.